Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte gn 18ga x 1.16in had foreign matter compromised sterility concern as unknown material attached to side of cannula.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Based on the fm material type, investigation was conducted to identify the potential fm sources. The raw materials of the product components were reviewed, and no component is using polyacetal as the raw material. The assembly process was reviewed. Upon checking, there was no transparent, loose polyacetal material found near the manufacturing areas. All the machines on the production line are fully covered, surfaces that are in contact with product are cleaned periodically per the cleaning schedule. Furthermore, there was no cannula tip damage observed on the returned sample, hence it was unlikely that the long, coiled up fm was introduced by the cannula skiving off material it was in contact with. The fm most likely dropped on the cannula tip. With no poly(acetal) material used to manufacture the product components, and no loose polyacetal material found near the machines, the actual foreign matter source could not be identified. As the sample was returned in open packaging, actual root cause could not be established. Based on the complaint history review, this is the first fm complaint reported for this batch. Hence, this is most likely an isolated case. As current control, there is an outgoing inspection and in-process inspection in place to check for foreign matter. There is also a 4-hourly housekeeping in place to clean all the machine mechanisms in direct contact with products with alcohol (70% ipa).

Event description:
Compromised sterility concern as unknown material attached to side of cannula